Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported was implanted to a patient (doi is unknown) via v-p shunt (setting is unknown). It was reported that the surgeon noticed the cerebrospinal fluid was not flowing when the patient¿s condition got worse on (B)(6) 2017. The surgeon performed pumping to recover the shunt flow, however, the shunt flow was not able to be recovered. The surgeon suspected the valve and abdominal catheter obstruction because the patient has a high protein value. A revision surgery will be performed with hakim valve (article number is unknown) later (date is unknown). The patient is female, and (B)(6). The patient¿s condition is under monitoring. No further information is provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected: it was noted that the silicone housing was torn/cut around the siphon guard. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve could not be leak tested, due to the damage silicone housing. The catheters were irrigated, no occlusion noted. The valve could not be reflux tested due to the damage silicone housing. The siphon guard could not be tested due to the damage silicone housing. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records confirmed the valve product code 82-8804, with lot 110912, conformed to the specifications when released to stock on the 13th december 2016. The root cause for the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.